Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for lumbar radiculopathy and spinal pain. The patient reported that they had a po wer on reset (por) error. They stated that they were using their recharger when the por appeared. The patient noted that they recently had exposure to security gates/theft detectors. Patient services reviewed steps for clearing the por. The patient was able to successfully clear the por. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.